Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11438. The devices were received at the sjm facility. The physician's office was contacted, and it was reported the pt felt the scs system was no longer providing coverage of her painful areas. It was reported the pt did not want to attempt reprogramming and the scs system was explanted. The pt had two leads with the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.